Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that while resting, this patient received a single inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system and was temporarily hospitalized. Upon a data review, it was determined that the shock had been delivered due to over-sensed artifacts. The physician performed provocative maneuvers which were unable to reproduce the artifacts that occurred at the time of the event. Additionally, the shock impedance measurements from the s-ICD system were elevated. It was hypothesized that either a system connection issue contributed to the over-sensed noise or that the artifacts originated from the sense b node. However, due to the results of the provocative manipulations, it was concluded that the shock was delivered due to over-sensed sense b node artifacts. The physician elected to reprogram the s-ICD to the secondary sensing vector and the patient was discharged. The event details were also forwarded to boston scientific technical services, who agreed with the conclusions and programming changes. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that while resting, this patient received a single inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system and was temporarily hospitalized. Upon a data review, it was determined that the shock had been delivered due to over-sensed artifacts. The physician performed provocative maneuvers which were unable to reproduce the artifacts that occurred at the time of the event. Additionally, the shock impedance measurements from the s-ICD system were elevated. It was hypothesized that either a system connection issue contributed to the over-sensed noise or that the artifacts originated from the sense b node. However, due to the results of the provocative manipulations, it was concluded that the shock was delivered due to over-sensed sense b node artifacts. The physician elected to reprogram the s-ICD to the secondary sensing vector and the patient was discharged. The event details were also forwarded to boston scientific technical services, who agreed with the conclusions and programming changes. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that while resting, this patient received a single inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system and was temporarily hospitalized. Upon a data review, it was determined that the shock had been delivered due to over-sensed artifacts. The physician performed provocative maneuvers which were unable to reproduce the artifacts that occurred at the time of the event. Additionally, the shock impedance measurements from the s-ICD system were elevated. It was hypothesized that either a system connection issue contributed to the over-sensed noise or that the artifacts originated from the sense b node. However, due to the results of the provocative manipulations, it was concluded that the shock was delivered due to over-sensed sense b node artifacts. The physician elected to reprogram the s-ICD to the secondary sensing vector and the patient was discharged. The event details were also forwarded to boston scientific technical services (ts), who agreed with the conclusions and programming changes. Recently, at a follow-up appointment, the physician observed that the shock impedance of this s-ICD system had risen from 130 ohms to 205 ohms. Provocative maneuvers were performed, which showed no evidence of mechanical artifacts or over-sensing so the physician elected to continue with remote monitoring. Ts was also contacted again, and it was inquired whether the patient had experienced a recent change in weight or medication impacting fluid balance, which could have caused increased impedance measurements. It was noted that the remote monitoring system will declare a red alert when the device attempts to deliver a shock with impedance greater than 200 ohms, or if the system impedance exceeds 400 ohms without a shock delivery. Ts confirmed that there was no evidence of electrode fracture, as there was no recent noise or mechanical artifacts present. However, to confirm effective arrhythmia conversion, it was recommended to assess the system placement with diagnostic imaging. Additionally, ts also recommended considering defibrillation threshold testing (dft). At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that while resting, this patient received a single inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system and was temporarily hospitalized. Upon a data review, it was determined that the shock had been delivered due to over-sensed artifacts. The physician performed provocative maneuvers which were unable to reproduce the artifacts that occurred at the time of the event. Additionally, the shock impedance measurements from the s-ICD system were elevated. It was hypothesized that either a system connection issue contributed to the over-sensed noise or that the artifacts originated from the sense b node. However, due to the results of the provocative manipulations, it was concluded that the shock was delivered due to over-sensed sense b node artifacts. The physician elected to reprogram the s-ICD to the secondary sensing vector and the patient was discharged. The event details were also forwarded to boston scientific technical services (ts), who agreed with the conclusions and programming changes. Recently, at a follow-up appointment, the physician observed that the shock impedance of this s-ICD system had risen from 130 ohms to 205 ohms. Provocative maneuvers were performed, which showed no evidence of mechanical artifacts or over-sensing so the physician elected to continue with remote monitoring. Ts was also contacted again, and it was inquired whether the patient had experienced a recent change in weight or medication impacting fluid balance, which could have caused increased impedance measurements. It was noted that the remote monitoring system will declare a red alert when the device attempts to deliver a shock with impedance greater than 200 ohms, or if the system impedance exceeds 400 ohms without a shock delivery. Ts confirmed that there was no evidence of electrode fracture, as there was no recent noise or mechanical artifacts present. However, to confirm effective arrhythmia conversion, it was recommended to assess the system placement with diagnostic imaging. Additionally, ts also recommended considering defibrillation threshold testing (dft). Recently, the elevated shock impedance has persisted. X-ray imaging was performed, which confirmed a suboptimal system placement. The patient was subsequently evaluated in-clinic, where manipulations were performed. No noisy artifacts were reproducible, and the impedance remained elevated, but stable, between 260 and 275 ohms. The physician elected to surgically explant and replace the system to resolve the event. During the procedure, the electrode was accidentally cut prior to removal. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes).

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), h9 (correction/removal reporting #), and h11 (additional MFR narrative). The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested, which operated appropriately with no out-of-range measurements. Engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. Additionally, during the detailed analysis, boston scientific identified a high current drain that was a result of a compromised capacitor. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that while resting, this patient received a single inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system and was temporarily hospitalized. Upon a data review, it was determined that the shock had been delivered due to over-sensed artifacts. The physician performed provocative maneuvers which were unable to reproduce the artifacts that occurred at the time of the event. Additionally, the shock impedance measurements from the s-ICD system were elevated. It was hypothesized that either a system connection issue contributed to the over-sensed noise or that the artifacts originated from the sense b node. However, due to the results of the provocative manipulations, it was concluded that the shock was delivered due to over-sensed sense b node artifacts. The physician elected to reprogram the s-ICD to the secondary sensing vector and the patient was discharged. The event details were also forwarded to boston scientific technical services (ts), who agreed with the conclusions and programming changes. Then, at a follow-up appointment, the physician observed that the shock impedance of this s-ICD system had risen from 130 ohms to 205 ohms. Provocative maneuvers were performed, which showed no evidence of mechanical artifacts or over-sensing so the physician elected to continue with remote monitoring. Ts was also contacted again, and it was inquired whether the patient had experienced a recent change in weight or medication impacting fluid balance, which could have caused increased impedance measurements. It was noted that the remote monitoring system will declare a red alert when the device attempts to deliver a shock with impedance greater than 200 ohms, or if the system impedance exceeds 400 ohms without a shock delivery. Ts confirmed that there was no evidence of electrode fracture, as there was no recent noise or mechanical artifacts present. However, to confirm effective arrhythmia conversion, it was recommended to assess the system placement with diagnostic imaging. Additionally, ts also recommended considering defibrillation threshold testing (dft). Recently, the elevated shock impedance has persisted. X-ray imaging was performed, which confirmed a suboptimal system placement. The patient was subsequently evaluated in-clinic, where manipulations were performed. No noisy artifacts were reproducible, and the impedance remained elevated, but stable, between 260 and 275 ohms. The physician elected to surgically explant and replace the system to resolve the event. During the procedure, the electrode was accidentally cut prior to removal. No additional adverse patient effects were reported. The explanted s-ICD was returned for analysis.